Event description:
Caller reported his daughter was in stage 2 labor for approx 2 hrs & 45 min before her dr arrived. Dr tried allowing her to push without success & then applied vacuum 3-4 times. Rptr was in the delivery room & states that the soft cup pulled or popped off multiple times. At one point, according to caller, the force with which the dr was pulling on the vacuum was so great that dr almost fell when vacuum popped off. Baby was born face up, apgars were 2,6 & 8 at 1,5 & 10 min intervals respectively. Initially he was breathing on his own with a weak cry but later became pale & apneic & was intubated & sent to another facility for treatment of a subgaleal hematoma & hypovolemic shock. Rptr is especially concerned about a perceived lack of concern on the part of the hosp, regarding relationship between his grandson's injury and the vacuum device. He reported that he had a conversation with delivering hospitals risk mgr about reporting the event to FDA. He reports that her response was that the facility has an internal review process and that in this case they found that neither device nor the physician were at fault & therefore event was not reportable. Rptr believes that facility should be made to recognize their responsibility in this event. History & physical: this infant is born to a mother age 22 years old, g 1, p 0, now 1, blood group o positive. Lmp 6/6/98, with an edc of 3/14/99. Prenatal care: was very good, through dr. Mother has no history of diabetes, & she remained fairly well. She denies taking any alcohol, tobacco, or any other drugs. Labor: was spontaneous, with membranes ruptured 12 hours prior to delivery. She was admitted in the early hours of the morning on 3/10/99, & she continued to progress into labor, but second stage was prolonged, and, according to mother, she pushed for about three hrs. Vacuum extraction was tried, failed, and ultimately she did deliver the infant vaginally, but with apgar scores of 2, 6, and 8 at 1, 5, and 10 mins, respectively. Infant rec'd some o2 by blow-by, & was transferred to nursery, where the infant was initially placed in o2. Initial investigations included a hgb of 12.4, wbc 28,400, with a platelet count of 248,000, & a c-reactive protein of less than 0.5. Blood cultures were drawn, antibiotics were started, and the first ph on 80% o2 was 7.02, co2 19, po2 of 164, be -26, on 80% o2. Uac was inserted, and repeat ph was 7.11, co2 of 27, po2 of 55, be -19. At this point the infant rec'd some bicarbonate, after consultation and arrangements were made for the infant to be transferred. In the meantime, the infant remained on 50% o2 by head hood. On arrival of the transport team at 1959 hrs, infant was pale, and the infant had periodic breathing. A quick blood gas on the I-stat showed a ph of less than 6.5, co2 66, and a po2 of 130. Infant was immediately intubated, and an I-stat hgb was also 6. At this time the head was noted to be swollen, and the question of subgaleal hemorrhage was raised with the transport team nurse. Following intubation the infant's ph was 6.85, co2 17, po2 of 265, with a be of -30. By this time the infant had rec'd approx 285 cc of ns, and rapid arrangements were made to transfuse infant with packed cells. O negative uncrossmatched blood was obtained, and 200 cc of this was infused. The infant in addition rec'd 30 meq of bicarbonate. Hgb at 2026 on I-stat was recorded as 3 with a hct of 10, the infant rec'd 1 mg of vitamin k IV on instructions, and the first measurement of the head circumference was 39.5 cm. The infant was placed on imv settings on the respirator, and once the co2s were recorded as low the infant was weaned down to CPAP. The infant therefore, prior to transfer, rec'd 200 cc of packed cells, 285 cc of ns, 30 meq of bicarbonate, and just prior to transfer the "og" tube was noted to be full of blood, and 51 cc of bloody fluid was aspirated from the stomach. The infant was also started on dopamine and transferred uneventfully. On route, the infant's mean blood pressure was in the mid 30s, but on arrival it dropped below a mean of 30. Just prior to admitting the infant to the nicu, the I-stat done at 2358 hrs showed a ph of 7.21, co2 20, po2 65, be -20, with a hgb of 15 on the I-stat. Measurements: on arrival, weight is 4,750 gm, head circumference 41.5 cm, up by 2 cm in the preceding two hrs. Vital signs: temperature 100, heart rate 178, respiratory rate of 68, blood pressure 40/22 with a mean of 28, dextrostix 150. General: the infant does appear to be at term. Heent: the infant's fontanelle is soft, but the head is significantly swollen with subgaleal hemorrhage. Head circumference is 41.5 cm, and the head is "mushy" all over. This is more pronounced in the occiput. Pupils are equal and reactive. Eyes and the mouth appear to be normal superficially. Nares are patent. Palate is intact. Chest: chest expands equal and symmetrical. Air entry is good. The infant is intubated and is on the respirator. Heart: heart sounds 1 and 2, with no murmurs. Both the femoral pulses are weak, but palpable. Abdomen: soft. Umbilical cord area is clean. Three vessels. Genitalia: those of a male. Extremities: there is no bruising. There is no edema. Peripheral perfusion is somewhat decreased, but the infant's color is a little better, according to the transport nurse. On arrival of the transport team the infant appeared to be very pale. Neurologic: fontanelle is soft. The infant is responsive to noxious stimuli. Tone is decreased, but the pupils are equal and reactive. Therapeutic plan: cardiopulmonary distress: this infant was intubated for periodic breathing, and on arrival here the infant was initially on CPAP, but is now on synchronized assisted ventilation. In 57% o2, pressure of 15, backup rate of 40, peep of 4, it 0.4, ph is 7.18, co2 of 19, po2 of 56, be -30. Review of x-rays from the referring hosp shows fairly well expanded lungs. The uac tip is at l3-l4, and the et tube is well placed.